Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that the sheath size was 9f. It should be noted that the proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, hemostasis was successfully achieved with the preplaced suture of one proglide device. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide devices, one at each of two access sites, using the pre-close technique, via a 9f sheath prior to an atrial fibrillation ep ablation procedure. Reportedly, no suture was present when the proglide plunger was removed on both proglide devices. The sutures of another proglide device were successfully preplaced at each access site. The atrial fibrillation ep ablation procedure was completed. Hemostasis was achieved at each access site with the successfully preplaced sutures of one proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.